Manufacturer narrative:
The last calibration was done on 23-aug-2020 and was acceptable. The qc recovery was acceptable. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer (fse) found that the instrument had been producing frequent sample liquid level detection (lld) noise alarms. The fse replaced the lld board on the sample/reagent probe and adjusted lld voltage to specification. The bead mixer speed was at 2800 rpm; this was reduced to 2000 rpm which is the specification. The sample tube was barely getting in contact with electrostatic discharge brush. The electrostatic discharge brush was replaced and adjusted so it would make contact with the sample tube. Instrument performance testing was within specification.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was < 6 ng/l with a data flag. The repeat was 98.81 ng/l. Patient 2 initial result was < 6 ng/l with a data flag. The repeat was 30.06 ng/l. Patient 3 initial result was < 6 ng/l with a data flag. The sample was repeated with a result of < 6 ng/l with a data flag. The customer replaced the reagent pack and repeated the sample with a result of 13.28 ng/l. The initial results for patients 2 & 3 were reported outside of the laboratory and were corrected upon repeat testing. The initial result for patient 1 was not reported outside of the laboratory. The troponin t stat reagent lot number is 45954600 with an expiration date of 31-jul-2021.